Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, post-op, the screw was discovered to be fractured. Hence, the patient underwent a revision surgery for screw removal. No further information is available at this time. Reportedly, the screw was not fractured 3 months post-op.